Manufacturer narrative:
H6: investigation summary customer returned a single pen needle with no cap for identification. The distal end of the needle is bent at a 90 degree angle starting at the distal tip of the hub. The proximal end of the needle was also found to have broken off from the proximal end of the hub¿s needle cannula. Based on the damage present, the bending may have occurred as a result of unintended contact with a surface, while the needle breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A device history review could not be completed as no batch number was provided. See h10.

Event description:
It was reported that the unspecified bd needle experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown ¿ broken needle sample sent was found to have its needle bent on the patient end and broken off at the non-patient end.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd needle experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Broken needle. Sample sent was found to have its needle bent on the patient end and broken off at the non-patient end.